Manufacturer narrative:
Complaint conclusion: as reported, the saber (4 x 60 mm 150 cm) balloon catheter (bc) would not hold pressure during an angioplasty procedure. The product was removed intact (in one piece) from the patient. There was no reported patient injury. There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Isovue contrast media was used. The contrast to saline ratio was 30/60. Bsc inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 10 atmospheres. Leakage was noted from where the balloon was mounted on the catheter. The balloon did not burst. The balloon deflated normally. The balloon did not seem to ¿stick¿ to a stent. The balloon was re-wrap properly. The balloon catheter did not kink while being used. The product was not returned for analysis. A device history record (DHR) review of lot 17592976 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, prepping and handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber (4 mm 6 cm 150) balloon would not hold pressure during an angioplasty procedure. There was no reported patient injury. The product was clinically used and will not be returned for analysis as the product was discarded. There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Isovue contrast media was used. The contrast to saline ratio was 30/60. Bsc inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 10 atmospheres. Leakage was noted from where the balloon was mounted on the catheter. The balloon did not burst. The balloon deflated normally. The balloon did not seem to ¿stick¿ to a stent. The balloon was re-wrap properly. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient.